Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely user handling causing too much load on the inlet.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the power cord of the olympus maintenance unit had a broken inlet. There was no patient harm or consequence reported as a result of this event.